Manufacturer narrative:
(B)(4).

Event description:
The device overheated during surgery. It is unknown if there was a backup device available or if there were any delays. No patient injuries were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.